Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (20 mg/ml) and bupivacaine (20 mg/ml) via an implantable pump for spinal pain and failed back surgery syndrome. In the past, years ago, there was no medicine in the system for a while. It was revised or replaced and resolved.